Event description:
It was reported that a patient underwent a knee procedure in 2025 and barbed suture was used. During the procedure, needle breakage during use on patient see photo. According hcp approximately 30 times a small piece of the tip broke off. All the tips were successfully removed from the patient, no part remain in patient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a needle held with a surgical forceps, the tip is apparently broken. The analysis of photos is not clear due to the position of the needle the tip of the needle is not visible in the image. The product code and lot of the needle/suture is not visible in the image. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: - please confirm the number of patient/procedures affected by this issue/ there were approximately 20 procedures in which the needle broke. - how many devices demonstrated the alleged deficiency on each involved patient event? In the procedures, only one thread was used at a time, and the stitching was either continued with the same thread or cut and overstitched with vicryl. - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). (B)(4), or lead. - please provide the product return status nothing will return, they used the suture until it was empty.